Event description:
It was reported that the user experienced frequent low glucose reported at 52 mg/dl and hyperglycemia at 291 mg/dl while using the ilet, including an event where a meal was announced and the meal size was likely misannounced, after which glucose trended down; the user treated with apple juice or glucose tablets but overtreats due to concern about hypoglycemia, leading to rebound highs, and the device issued alerts. Symptoms included hypoglycemia and subsequent hyperglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure and a device component not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.